Manufacturer narrative:
Product analysis: part # 8110535, lot # gb11f001 visual and functional testing identified that the hex edges of the driver have been worn from what appears to be repeated normal use. The torque release mechanism inside the handle of the driver is functioning. This type of wear is consistent with repeated use over time.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient with lumbar fixation and fusion due to lumbar degeneration. It was reported that the crosslink screw cap was found broken during x-ray before the patient was discharged from the hospital, and a part of the screw cap fell on the epidural of the lumbar spine. The nut of the x10 crosslink was abnormally broken and broke in the patient's body after the surgery. Crosslink remains implanted. There were no patient symptoms reported. No further complications were reported.